Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v319831, implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: v319831, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacture representative (rep) about a patient with an implantable neurostimulator (ins). It was reported there was a revision. The rep reported the patient had a lead replacement years ago and the electrode fragments still remained. The rep stated the hcp formed them about the revision. It was noted the revision occurred on (B)(6) 2011. Additional information from the manufacture representative (rep) on (B)(6) reported the healthcare professional (hcp) that is the lead revision was no longer practicing. The rep stated the cause of the lead revision and the electrode fragments remaining in the patient was unavailable. It was noted the patient was under the care of another physician at the time. There were no further complications that have been reported as a result of this event.